Event description:
It was reported that during implant of a left ventricular (lv) pacing lead the physician was unable to fix the lead in the targeted position. After several attempts, the physician selected a different lv lead model and was successful in placement. The attempted lead was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).